Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia, including nocturnal episodes, after recent use of the ilet system, with concerns about excessive insulin delivery and a resulting cycle of low and high blood glucose. Symptoms included low blood glucose with a nadir around 50 mg/dl, detected by device alerts, without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates such as glucose tablets, candy, and milk, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education on hypoglycemia management and system use. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.